Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. We received a returned sample in this case, however no lot number was received. A technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removed') in a 46-year-old female patient who had essure inserted. Medical conditions: healthy. Concurrent conditions included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (laparoscopic removal of fallopian tubes and implants). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc; patient age at event added. We received a returned sample in this case, however no lot number was received. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.